Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was noted that the patient presented with pain. A revision was done and it was noted that two set screws were loose. During the revision, the construct was extended and the implants replaced. "It was noted during the revision that the screw was left in situ because it was fixed in the bone." No further details are known at this time.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of radiographic images shows case in which a patient underwent lumbar fusion with solera in (B)(4) 2013. Screws loosening and fracture were reported found at revision. X-rays, ap and lateral show a construct from l2 to s1. The l2 construct is only on the left. The set